Event description:
It was reported by service report that there were exposed sharp edges due to a broken manual release lever. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges due to broken manual release lever.